Event description:
It was reported that the physician stated 3 of 5. In the past few weeks, customer have had at least 4 to 5 catheters fall out within 1-2 days of placement due to faulty balloons. Some have created some very challenging, and patient-dissatisfying replacement situations on the floor in freshly repaired bladders. Patient/user impact: new foley needed to be inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. A potential root cause for this failure could be user related (example: under-inflation during use)/ assembly of the balloon to the shaft/ uneven thickness of balloon or low latex viscosity. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician stated 3 of 5. In the past few weeks, customer have had at least 4 to 5 catheters fall out within 1-2 days of placement due to faulty balloons. Some have created some very challenging, and patient-dissatisfying replacement situations on the floor in freshly repaired bladders. Patient/user impact: new foley needed to be inserted.